Event description:
According to the reporter: occurred during an open right penumonectomy procedure. The patient had an infectious disease. The open stapling device was being used to close the trachea stump. The stapler was not able to fire. In order to resolve the issue and complete the case, replaced the device. There was no patient harm. The patient outcome is alive, no injury.